Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have a broken grip cable at the distal end. Additional observation(s) related to customer complaint: the instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument yaw inputs failed to engage with the in-house system's sterile adapter during multiple attempts. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument was not working or would not work one the instrument was plugged in. There was no report of patient involvement or no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was reported that a functional issue related to cautery occurred, though it was not associated with arcing, smoking, sparking, loss of cautery, or intermittent energy, and no thermal damage to the instrument was observed. The instrument presented physical damage, specifically an exposed conductor (black) wire at the joint, while the grip/pitch cable and instrument tip remained intact with no missing material or fragments falling into the patient. The procedure was completed robotically using a backup instrument, with a procedure delay of less than 15 minutes. No post-operative imaging was performed in relation to the event, no photos or videos are available for review, and the instrument is available and will be returned to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.